Event description:
Healthcare professional reported a patient was injected with 2mls of juvéderm® volux¿ xc he gonial angle and back portion of jawline and 2mls of juvéderm® volbella¿ xc and 2mls of juvéderm® voluma¿ xc in other unspecified areas. Patient would experience nodules in the left and right gonial angle with the symptoms of pain and swelling. It was noted the right side was the more inflamed reactive side. Patient admitted that they had received dental work one week prior to the injection of the fillers and that the dentist reportedly did more "poking on the right side" of the mouth. About two weeks after the injection, the healthcare professional began treating the patient 100mg doxycycline bid for 14 days. The pain and swelling did not significant resolve, so a week and a half after the initial treatment, the healthcare professional 200mg doxycycline bid for 30 days, 500mg clarithromycin bid for 30 days, and a medrol dose pack. It was also noted the patient received 5 vials of hylenex into the right side and 3 vials into the left. The event reportedly fully resolved roughly two months after the treatments began. This is the same event and the same patient reported under abbvie complaint # (B)(4) and abbvie complaint # (B)(6). This MDR is being submitted for the suspect product, juvéderm® voluma¿ xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.